Manufacturer narrative:
Product is expected to be returned, but has not yet left the facility. Upon receipt and evaluation, or conclusion of event without the sample, a follow-up report will be filed.

Event description:
One each of 1691 caused a severe pressure spike during a set-up test. No pt was involved. Upon inspection, respiratory staff discovered a thin "membrane: occluding what should be a patent opening on the expiratory side. Other 1691 from all lots listed above were inspected without similar problem. The problem seems to be limited to this. The unit in question came from one of the 3 lots listed above. Original packaging was discarded and unavailable by the time the problem was discovered.